Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A lot history review (lhr) of rew10332 showed no other similar product complaint(s) from this lot number.

Event description:
PICC which snapped altogether whilst the dressing was removed. Snapped 5cm below exit site". Dressing used "securacath".